Event description:
Report received from a physician regarding a pt, with environmental allergies and allergies to singulair and allegra, who received injections of hylaform plus on 8/22/2005 to the glabella. Later in 2005, the pt experienced edema in the eye lid, nose, and peri-orbital areas. The following month the pt was examined by treating physician who prescribed oral prednisone and peformed a laser treatment. At the time of the report, the pt had not yet recovered. No further info was provided.